Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for aa5299r02 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the anchors from the gastropexy introduction kits failed after 2 weeks. The anchors were placed on (B)(6) 2016. Three weeks after the placement, migration of the anchor to the skin prior to the suture dissolving was noted. No medical intervention was reported. No further information has been provided at this time.

Manufacturer narrative:
One used sample was received for evaluation. Visual examination revealed that the suture was connected to the t-bar, and that there was damage to the suture. When extended, the suture was completely broken, approximately 2.5 cm away from the suture anchor. A manufacturing related root cause could not be confirmed for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).